Event description:
On (B)(6) 2024, during egg retrieval for a patient, under ultrasound guidance, there was obvious resistance to the puncture of the needle and the procedure was not smooth. The needle was replaced with a new one and the procedure was completed smoothly.

Manufacturer narrative:
One used k-opsd-1635-b-l needle with lot number a1140383 was returned for evaluation. Visual inspection confirmed that the device was used and opened condition, with no visible traces of biological matter and/or contamination in the pouch, tip protector and tip of the needle. Visual inspection confirmed there were no component missing or incorrectly assembled (e.g., flushing and aspiration tubing are not swapped). The needle tip was visually inspected for any surface damage or bluntness under magnifying lamp. The tip appeared sharp and straight. The returned device showed no notable abnormalities, defects or non-conformances that could be detected. The needle set then underwent several functional tests, all of which it passed: a hand flush with a syringe and water showed no leakage or blockage; an aspiration test, using a vacuum of -200 mmhg to aspirate 10ml of water in 13 seconds, was well within the 18-second limit; and a needle blockage test showed no signs of blockage. Assistance in gathering additional information to aid in the investigation was sought and responses were obtained as following: the outer packaging of the product was opened to check that the product was not visibly damaged in appearance and the puncture process did not result in heavy bleeding and no blood transfusion was required. Review of device history record (DHR) found the work order for lot a1140383 appears complete and correct. There were no temporary deviations raised at the time of manufacturing. One non-conformance was raised for one device due to "dust and debris inside sealed pouch" and the non-conforming device was replaced. There is nothing to indicate that the non-conformance had an impact on the complaint device. The associated inspection record confirms that the device was manufactured to specification, prior to shipment. Three room stock assemblies manufactured under the finished goods work order were reviewed and appeared complete and correct. There was no active temporary deviation, or non-conformances raised during the processing of the three-room stock work orders. The review of the relevant manufacturing records confirms that this is the first complaint related to the manufacturing lot a1140383. Review of specifications found that there are number of processes and checks in place which would identify a blunt or damaged needle prior to shipment. Based on the information received, a definitive root cause was not determined. Possible root cause is: procedural complication.

Event description:
On (B)(6) 2024, during egg retrieval for a patient, under ultrasound guidance, there was obvious resistance to the puncture of the needle and the procedure was not smooth. The needle was replaced with a new one and the procedure was completed smoothly.

Manufacturer narrative:
One used k-opsd-1635-b-l needle with lot number a1140383 was returned for evaluation. Visual inspection confirmed that the device was used and opened condition, with no visible traces of biological matter and/or contamination in the pouch, tip protector and tip of the needle. Visual inspection confirmed there were no component missing or incorrectly assembled (e.g., flushing and aspiration tubing are not swapped). The needle tip was visually inspected for any surface damage or bluntness under magnifying lamp. The tip appeared sharp and straight. The returned device showed no notable abnormalities, defects or non-conformances that could be detected. The needle set then underwent several functional tests, all of which it passed: a hand flush with a syringe and water showed no leakage or blockage; an aspiration test, using a vacuum of -200 mmhg to aspirate 10ml of water in 13 seconds, was well within the 18-second limit; and a needle blockage test showed no signs of blockage. Assistance in gathering additional information to aid in the investigation was sought and responses were obtained as following: the outer packaging of the product was opened to check that the product was not visibly damaged in appearance and the puncture process did not result in heavy bleeding and no blood transfusion was required. Review of device history record (DHR) found the work order for lot a1140383 appears complete and correct. There were no temporary deviations raised at the time of manufacturing. One non-conformance was raised for one device due to "dust and debris inside sealed pouch" and the non-conforming device was replaced. There is nothing to indicate that the non-conformance had an impact on the complaint device. The associated inspection record confirms that the device was manufactured to specification, prior to shipment. Three room stock assemblies manufactured under the finished goods work order were reviewed and appeared complete and correct. There was no active temporary deviation, or non-conformances raised during the processing of the three-room stock work orders. The review of the relevant manufacturing records confirms that this is the first complaint related to the manufacturing lot a1140383. Review of specifications found that there are number of processes and checks in place which would identify a blunt or damaged needle prior to shipment. Based on the information received, a definitive root cause was not determined. Possible root cause is: - procedural complication.